Event description:
It was reported the pulse generator system, including the right ventricular and left ventricular leads were explanted due to the infection. A new right ventricular lead was implanted and the explanted pulse generator was used as an external temporary pacer. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.